Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited far r oversensing and caused inappropriate mode switch. No interventions were performed and no patient consequences were reported.